Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and product line, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement abbott diabetes care (adc) device was reported. The replacement device was issued due to a, unspecified error message and customer was customer was unable to test. Due to delivery delay, customer experienced "trembling", "stammering", "partial speech", "unable to grasp things", incoordination of movement", "incoherent words", requiring third-party treatment of a "glucagon" (dose unspecified) and "sugar juice" by a healthcare professional (hcp). There was no report of death or permanent injury associated with this event.

Event description:
A delivery delay with a replacement abbott diabetes care (adc) device was reported. The replacement device was issued due to a, unspecified error message and customer was customer was unable to test. Due to delivery delay, customer experienced "trembling", "stammering", "partial speech", "unable to grasp things", incoordination of movement", "incoherent words", requiring third-party treatment of a "glucagon" (dose unspecified) and "sugar juice" by a healthcare professional (hcp). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.